Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery is not working. There was no reported patient involvement.

Manufacturer narrative:
The customer called and spoke with a philips representative. The customer requesting price information for the battery. The representative provided the customer with the requested information. The device remains at the customer site. No further action was taken